Event description:
It was reported that the user dropped the ilet device, resulting in a shattered display screen while the device continued to function, and a replacement was arranged with guidance to use backup therapy due to potential unreliability after the drop. Symptoms included no reported change in blood glucose. Outcomes included continued insulin therapy management with recommendation to use backup therapy and continued cgm use. Investigation included case triage, replacement logistics, and instructions to shut down the device and return it with a provided shipping label and inspection of the returned device . Investigation of this device revealed physical damage to the display component from an external impact, with no reported device malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental dropping.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.